Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the infection had been treated and the patient had recovered.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that a patient presented in hospital with a fever following a pacemaker system implant on (B)(6) 2020. Antibiotics were given but were not effective. The pacemaker system was explanted and removed. The patient was unstable. Related manufacturer reference number: 2017865-2020-17365, related manufacturer reference number: 2017865-2020-17366, related manufacturer reference number: 2017865-2020-17367.